Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device and used the same electrode pads to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.